Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Event description:
As reported, during priming before inserted into patient, the balloon of this fogarty embolectomy catheter was unable to deflate. The issue was solved using a new unit. There was no allegation of patient injury. The device was available for evaluation. Patient demographics unable to be obtained.